Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional testing coil could not be performed since the device was not returned for investigation. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issues.

Event description:
It was reported that when trying to insert the subject coil into the microcatheter, the subject coil stretched and detached inside the proximal part of the microcatheter. Another coil was used to complete the procedure successfully. There were no clinical consequences reported due to this event.

Manufacturer narrative:
The subject device not returned.

Event description:
It was reported that when trying to insert the subject coil into the microcatheter, the subject coil stretched and detached inside the proximal part of the microcatheter. Another coil was used to complete the procedure successfully. There were no clinical consequences reported due to this event.